Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
TVT REGISTRY EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q3 2017. TOTAL NUMBER OF EVENTS BEING SUMMARIZED: 331. UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE LISTED DATE OF DEATH AND EVENT DATE IS THE FIRST DAY OF THE REGISTRY'S REPORTING PERIOD FOR DISCHARGED PATIENTS AND PATIENT FOLLOW-UPS. THE PATIENT INFORMATION INCLUDED IS AN AVERAGE OF THE DATA PROVIDED FOR THE EVENTS. THE DATE OF DEATH WAS NOTED AS THE DATE OF AWARENESS DUE TO THE DE-IDENTIFIED NATURE OF THE DATA. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
MEDTRONIC RECEIVED INFORMATION REGARDING PATIENT/DEVICE EVENTS VIA A THIRD-PARTY POST-IMPLANT DEVICE REGISTRY ((B)(6)). THE INFORMATION IN THIS REPORT WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT, AND HAS BEEN ORGANIZED INTO SUMMARIES OF OBSERVATIONS RELATED TO PATIENT DEATHS AND SERIOUS INJURIES.

Manufacturer narrative:
CORRECTION: THE INITIAL MEDWATCH MARKER REPORT INCORRECTLY NOTED "QUARTERLY REPORTING PERIOD" Q3 2017. THE CORRECT QUARTERLY REPORTING PERIOD FOR THAT DATA WAS Q4 2017. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;702293375-1545189-10,I,D,239,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-1761806-10,I,D,19,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-2019852-10,I,D,312,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702293375-2489306-10,I,D,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-2609296-10,I,D,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-2681377-10,I,D,365,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-2681832-10,I,D,558,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702293375-2775949-10,I,D,266,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-2900179-10,I,D,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-3055373-10,I,D,325,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702293375-3055373-10,S,D,,,,;702293375-3135139-10,I,D,16,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3157222-10,I,D,77,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3157222-10,S,D,,,,;702293375-3186153-10,I,D,963,CoreValve System;TAV,MCS-P3-23-AOA,C53269;702293375-3186153-10,S,D,,,,;702293375-3187353-10,I,D,583,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702293375-3187353-10,S,D,,,,;702293375-3198027-10,I,D,372,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3198027-10,S,D,,,,;702293375-3198530-10,I,D,598,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3217803-10,I,D,475,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3217803-10,S,D,,,,;702293375-3284795-10,I,D,384,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702293375-3294991-10,I,D,291,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3303203-10,I,D,308,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702293375-3325999-10,I,D,874,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3326025-10,I,D,178,Medtronic CoreValve System;TAV,MCS-P4-23-AOA,C53269;702293375-3328048-10,I,D,882,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702293375-3328208-10,I,D,199,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702293375-3337417-10,I,D,298,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3373552-10,I,D,384,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3391432-10,I,D,699,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3391432-10,S,D,,,,;702293375-3394100-10,I,D,256,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3395141-10,I,D,190,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702293375-3404619-10,I,D,609,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702293375-3415034-10,I,D,159,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3415796-10,I,D,362,Medtronic CoreValve System;TAV,MCS-P4-23-AOA,C53269;702293375-3449457-10,I,D,163,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702293375-3492407-10,I,D,0,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702293375-3534869-10,I,D,319,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3547023-10,I,D,189,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702293375-3550413-10,I,D,328,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3565200-10,I,D,139,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3573326-10,I,D,410,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3573326-10,S,D,,,,;702293375-3583976-10,I,D,161,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3584094-10,I,D,330,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3595604-10,I,D,232,CoreValve System; TAV,MCS-P4-23-AOA-US,C53269;702293375-3602851-10,I,D,353,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702293375-3618532-10,I,D,138,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3624372-10,I,D,13,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3634717-10,I,D,Not reported.,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702293375-3642317-10,I,D,Not reported.,CoreValve System; TAV,MCS-P4-23-AOA-US,C53269;702293375-3649703-10,I,D,213,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3649866-10,I,D,249,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3655655-10,I,D,163,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702293375-3660354-10,I,D,Not reported.,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3664622-10,I,D,214,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3664798-10,I,D,104,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3668608-10,I,D,406,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3675802-10,I,D,96,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3676719-10,I,D,351,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3677149-10,I,D,95,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3677365-10,I,D,195,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3679893-10,I,D,144,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3683681-10,I,D,Not reported.,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702293375-3683681-10,S,D,,,,;702293375-3683813-10,I,D,1,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3686714-10,I,D,235,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3696083-10,I,D,246,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3710420-10,I,D,133,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3711743-10,I,D,100,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3711743-10,S,D,,,,;702293375-3725140-10,I,D,Not reported.,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3725600-10,I,D,325,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3739134-10,I,D,410,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3740810-10,I,D,106,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3741843-10,I,D,368,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-3744498-10,I,D,58,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3750595-10,I,D,366,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3752845-10,I,D,81,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3753240-10,I,D,355,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3755691-10,I,D,Not reported.,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3755691-10,S,D,,,,;702293375-3759291-10,I,D,233,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3760856-10,I,D,346,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3761471-10,I,D,88,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3762507-10,I,D,274,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3763163-10,I,D,375,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3763219-10,I,D,91,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702293375-3763555-10,I,D,342,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702293375-3765725-10,I,D,293,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3767294-10,I,D,220,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702293375-3771555-10,I,D,410,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3774718-10,I,D,407,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3776844-10,I,D,163,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3782566-10,I,D,147,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3793425-10,I,D,167,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702293375-3796869-10,I,D,73,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3797059-10,I,D,433,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3799269-10,I,D,195,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3799559-10,I,D,190,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3799955-10,I,D,337,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3801188-10,I,D,120,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3802221-10,I,D,313,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3802235-10,I,D,376,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3802387-10,I,D,83,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3802829-10,I,D,176,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3805242-10,I,D,Not reported.,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3805941-10,I,D,Not reported.,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3807751-10,I,D,166,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3807807-10,I,D,307,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3808610-10,I,D,336,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702293375-3809418-10,I,D,249,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3811214-10,I,D,56,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-3812171-10,I,D,149,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-3812380-10,I,D,121,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3812621-10,I,D,81,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3813705-10,I,D,224,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3815762-10,I,D,Not reported.,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3821862-10,I,D,172,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3823115-10,I,D,421,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-3825786-10,I,D,304,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3827892-10,I,D,403,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3828307-10,I,D,80,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3828355-10,I,D,106,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3832930-10,I,D,270,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3834215-10,I,D,316,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3839241-10,I,D,207,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3839515-10,I,D,312,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3839791-10,I,D,104,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-3840164-10,I,D,413,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3842223-10,I,D,483,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3843940-10,I,D,204,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3844685-10,I,D,322,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3844759-10,I,D,327,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3844947-10,I,D,307,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3845461-10,I,D,104,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3846319-10,I,D,5,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3846387-10,I,D,276,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3846913-10,I,D,54,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3847880-10,I,D,290,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3848164-10,I,D,414,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3848652-10,I,D,234,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3848961-10,I,D,187,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3849743-10,I,D,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3853902-10,I,D,395,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3854023-10,I,D,Not reported.,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3855631-10,I,D,370,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3855782-10,I,D,101,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702293375-3856937-10,I,D,201,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3858872-10,I,D,398,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3862024-10,I,D,395,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3866558-10,I,D,103,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-3867711-10,I,D,197,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3868746-10,I,D,359,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3869451-10,I,D,321,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3869522-10,I,D,163,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3870449-10,I,D,269,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3871619-10,I,D,244,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3874311-10,I,D,243,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3875106-10,I,D,344,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3876545-10,I,D,162,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3876751-10,I,D,332,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3876965-10,I,D,54,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3879010-10,I,D,265,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3879486-10,I,D,190,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3881918-10,I,D,260,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3888644-10,I,D,110,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3888889-10,I,D,66,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3889909-10,I,D,426,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3889951-10,I,D,336,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3891719-10,I,D,140,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3894747-10,I,D,Not reported.,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3894885-10,I,D,209,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3895076-10,I,D,197,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3897002-10,I,D,354,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3897219-10,I,D,46,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3898218-10,I,D,288,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3898736-10,I,D,234,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-3903457-10,I,D,284,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3903772-10,I,D,71,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3903799-10,I,D,211,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3903822-10,I,D,153,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3904063-10,I,D,219,CoreValve System;DCS,DCS-C4-18FR,C53269;702293375-3905261-10,I,D,358,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3905624-10,I,D,303,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3906417-10,I,D,166,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3906495-10,I,D,150,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3907652-10,I,D,332,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3908675-10,I,D,146,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3909018-10,I,D,Not reported.,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3909359-10,I,D,301,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-3909639-10,I,D,66,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3910882-10,I,D,426,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3910988-10,I,D,77,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3910991-10,I,D,104,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3914133-10,I,D,67,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-3914635-10,I,D,263,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3915204-10,I,D,300,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3915356-10,I,D,36,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3917329-10,I,D,383,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3920531-10,I,D,300,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-3922516-10,I,D,239,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3924334-10,I,D,84,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-3926054-10,I,D,228,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3930460-10,I,D,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-3930466-10,I,D,62,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3935438-10,I,D,133,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3937603-10,I,D,178,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3939297-10,I,D,313,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3940726-10,I,D,351,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3940786-10,I,D,367,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3944852-10,I,D,Not reported.,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-3945961-10,I,D,194,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3959733-10,I,D,205,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-3966287-10,I,D,95,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-3972748-10,I,D,91,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702293375-3976830-10,I,D,186,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-3977650-10,I,D,140,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3981637-10,I,D,291,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702293375-3984381-10,I,D,253,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3984516-10,I,D,164,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3990291-10,I,D,331,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3990789-10,I,D,155,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3992470-10,I,D,271,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3993484-10,I,D,64,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-3995114-10,I,D,59,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-3996217-10,I,D,159,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-3997892-10,I,D,296,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-3999620-10,I,D,382,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-4000873-10,I,D,148,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4002484-10,I,D,200,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4002921-10,I,D,227,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4003848-10,I,D,269,EnVeo TM R Loading System,LS-ENVEOR23US,C53269;702293375-4004094-10,I,D,Not reported.,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-4006452-10,I,D,302,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4016617-10,I,D,335,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4021838-10,I,D,237,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4023915-10,I,D,92,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702293375-4025198-10,I,D,230,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4025371-10,I,D,350,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702293375-4027044-10,I,D,325,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702293375-4027086-10,I,D,Not reported.,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702293375-4027913-10,I,D,371,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4028149-10,I,D,354,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4028164-10,I,D,63,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4029119-10,I,D,83,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4029373-10,I,D,238,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4060097-10,I,D,218,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-4070244-10,I,D,82,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4087969-10,I,D,246,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-4094664-10,I,D,201,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4104814-10,I,D,121,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4105069-10,I,D,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4118022-10,I,D,11,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4123200-10,I,D,81,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;702293375-4143169-10,I,D,62,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4152692-10,I,D,34,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4158735-10,I,D,14,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269 ;702293375-4160327-10,I,D,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4160327-10,S,D,,,,;702293375-4162477-10,I,D,92,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4163583-10,I,D,108,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702293375-4167352-10,I,D,24,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4176086-10,I,D,Not reported.,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702293375-4176086-10,S,D,,,,;702293375-4179669-10,I,D,143,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4180420-10,I,D,40,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4184011-10,I,D,34,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4184890-10,I,D,65,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4185509-10,I,D,48,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4186653-10,I,D,102,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4194072-10,I,D,34,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4204089-10,I,D,52,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4204913-10,I,D,59,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4211201-10,I,D,83,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4212843-10,I,D,39,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4215223-10,I,D,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4221145-10,I,D,147,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4226430-10,I,D,24,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4233437-10,I,D,38,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4235267-10,I,D,22,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702293375-4237157-10,I,D,91,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4239601-10,I,D,29,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702293375-4240710-10,I,D,21,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4253018-10,I,D,19,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4262525-10,I,D,52,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702293375-4265197-10,I,D,16,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4265694-10,I,D,57,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C76126;702293375-4266186-10,I,D,53,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4266186-10,S,D,,,,;702293375-4267794-10,I,D,20,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;702293375-4268098-10,I,D,33,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4270118-10,I,D,69,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4270535-10,I,D,38,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4271917-10,I,D,19,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C76126;702293375-4273766-10,I,D,71,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4274760-10,I,D,33,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4274922-10,I,D,11,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4278280-10,I,D,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4281704-10,I,D,18,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4282352-10,I,D,23,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4283490-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4284200-10,I,D,24,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-4287984-10,I,D,40,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;702293375-4292339-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4292540-10,I,D,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4292667-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4293939-10,I,D,22,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4299511-10,I,D,0,EnVeo TM R Loading System,LS-ENVEOR23US,C53269;702293375-4301821-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4305539-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4307042-10,I,D,28,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-4309504-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4311374-10,I,D,11,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702293375-4322067-10,I,D,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4323504-10,I,D,17,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4323620-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4324599-10,I,D,30,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4325641-10,I,D,34,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C76126;702293375-4325672-10,I,D,1,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702293375-4325672-10,S,D,,,,;702293375-4328241-10,I,D,9,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4329671-10,I,D,12,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702293375-4331558-10,I,D,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4331558-10,S,D,,,,;702293375-4336385-10,I,D,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4337996-10,I,D,13,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C76126;702293375-4343519-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4343570-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4347015-10,I,D,23,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4348380-10,I,D,15,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4352422-10,I,D,20,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4355040-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702293375-4360232-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4364077-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4364109-10,I,D,70,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4367165-10,I,D,21,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C76126;702293375-4368338-10,I,D,11,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;C76126;702293375-4373633-10,I,D,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702293375-4375067-10,I,D,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4375067-10,S,D,,,,;702293375-4376202-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4376202-10,S,D,,,,;702293375-4376271-10,I,D,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702293375-4377627-10,I,D,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.